Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. No patient injuries or complications occurred.

Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. No patient injuries or complications occurred.